Event description:
A trapease ivc filter was impalnted in 2004 for recurrent dvt and pre-operatively for partial knee replacement. In 2005, the pt developed significant lower leg edema, pelvis, scrotum and abdominal girth. An MRI revealed complete thrombosis of the infrarenal inferior vena cava. Additionally, thrombosis of both common iliac, external iliac and common femoral veins were noted, as well as thrombosis of the left superficial femoral vein, with probable development of small veins within the thrombosed right femoral vein, with probable development of small veins within the thrombosed right common femoral vein. The pt required recanalization with balloon angioplasty and stent replacement. Additional info has been requested from the reporting facility. Please reference voluntary medwatch # 2300460000-2006-8025 (two voluntary medwatch reports were received for this same case. The first reference number was mw1038277, and the second was 2300460000-2006-8025. It was confirmed by the initial reporter that these two reports concerned the same case. This rpoduct is not available for evaluation and testing.